Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the bending rubber the "impurities" or "filth" is attached on the scope or camera, the insertion flexible tube (ift) crushed, the insertion flexible tube (ift) the "impurities" or "filth" is attached on the scope or camera and the lcb distal cover glass scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.